Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a calibration error on her sensor. She also troubleshooted for a bad sensor alert. The customer stated he received a bad sensor alert after two consecutive calibration error. She aso reported that her sensor glucose readings were low. Her sensor glucose was 40 mg/dl and blood glucose was 120 mg/dl. No additional information provided.